Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that patient also experienced infections, mesh erosion and extrusion, vaginal scarring and neuromuscular problems. On (B)(6) 2208, the patient underwent partial excision due to incomplete bladder emptying and mesh extrusion. On (B)(6) 2013 the patient underwent excision due to pain and hematuria. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 04/27/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.